Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at l3 due to primary osteoporosis. Post-op, the patient underwent posterior d ecompression and fusion revision surgery at l2-4 due to cement leakage. The cement which leaked to the dura was cut off. Patient symptoms or complications as a result of this event were unknown.